Event description:
The pt received her scs system consisting of one percutaneous lead and an ipg on (B)(6)2008. It was reported the patient was not able to establish communication with the ipg using either the charger or the pt programmer. Further investigation concluded the ipg implant pocket had deepened due to the pt's recent weight again. The ipg was repositioned in the pocket and reimplanted. No add'l info is available. No devices were explanted or returned to ans for eval.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.